Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the superior mesenteric artery. The 8.0x29mm otw omnilink elite stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy and the stent dislodged from the balloon. The sds was slowly removed with the dislodged stent inside of the sheath. The procedure was completed using another omnilink elite. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely the device interacted with the heavily calcified and moderately tortuous lesion contributing to the reported failure to advance and subsequent stent dislodgement. Additionally, the dislodged stent was removed within the sheath. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.